Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
The reported observation of ipg not populating on a programmer or controller was confirmed. The root cause of the observation was not ascertained. Based on the current test results there is a degradation in the bluetooth circuitry. The device passed functional testing on the automated test equipment (ate). Actions have been taken to prevent reoccurrence.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The device unexpectedly lost bluetooth (ble) communication capabilities with the ipg and programmer prior to being implanted in a patient. Failure analysis of the returned unit has identified the ipg lost its ability to communicate with the clinician programmer (cp) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The device unexpectedly lost bluetooth (ble) communication capabilities with the ipg and programmer prior to being implanted in a patient. Failure analysis of the returned unit has identified the ipg lost its ability to communicate with the clinician programmer (cp) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.